Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall in (B)(6) 2020, the patient's lead had fractured. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was removed from the epidural space and left implanted in the subcutaneous tissue. A new lead was also implanted. Postoperatively, the patient has effective therapy.